Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained rv oversensing was observed a remote transmission. The device exhibited myopotential oversensing causing the oversensing. Programing changes were discussed. Patient was asymptomatic.